Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment and clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. Deployment was initiated; however, the clip would not deploy. Troubleshooting was performed for 45 minutes and the clip was ultimately deployed by pushing gently on the actuator knob and pulling backwards on the delivery system. After deployment, the clip was not co-axial as a result of movement during deployment. An additional clip was deployed to stabilize the first clip. Two clips were implanted, reducing the mr to 1. No additional information was provided.

Manufacturer narrative:
Evaluation summary: all available information was investigated and the reported difficult to deploy clip and partial clip movement could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported partial clip movement appears to relate to user technique in conjunction with patient anatomy. A definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.